Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cable. The light guide bundle was chipped. Component failure of the light guide bundle. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the light guide bundle. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope presented image noise, it occurs when the scope is connected and when the cord is shaken. There were no reports of patient harm.